Event description:
While distracting the left horizontal distracting bar, the family member of the pt heard a 'pop' sound, pt was brought to the hosp and it was confirmed that the left horizontal bar's next nut weld was broken.